Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. A field service engineer (fse) was dispatched to the account on evaluated the system. The fse found that the roll axis was out of homing and software engineer assisted in correcting. Gps motion tests completed including reda forced homing, load cell calibration, and accuracy testing which all passed. Fse rehomed the system and no further action was required as system was fully operational. The observed overall risk level is low, which does match the anticipated risk level. Therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
Case was t10-pelvis. Intra-op workflow. First two registrations (l2-s2 and s2) went very smooth with no issues. Third spin was t10-l1. Surgeon placed screws t10-t12l. When trying to move the ee closer to the anatomy the arm would not advance when surgeon bracelet was engaged. Then when the surgeon tried to resettle the arm onto trajectory by using the foot pedal the arm drifted inferior and did not come back on trajectory. I checked the loadcell and all values were steady at 0. We removed the ee and adjusted the drape then replaced the ee. Tried to navigate to a trajectory and the arm drifted the same way. I then tried a motion reset that did not work. I then tried a hard shutdown and that did not work either. The surgeon then freehanded the last three screws. I removed the robot from the or and rehomed the arm and that seemed to fix it but could not confirm due to not being able to navigate to a trajectory with the ee. Please send an fse out to confirm there are no hardware issues causing this issue.